Event description:
Report of system explant due to "infection at site" received per annual device tracking report. Hcp follow up revealed onset of infection to be in 2000 with signs and symptons of infection including drainage and incisional wound opening. The primary location of the infection was the device pocket. A culture was obtained in the or but the results were not known. The pt was treated with total system explant and oral antibiotics and possibly IV antibiotics. The resolution of the infection is unknown.